Manufacturer narrative:
Manufacturer narrative corneal endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A patient reported that following a possible implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity, loss of bcva, and endothelial cell loss. Reportedly, "unfortunately cataract had formed in right eye and during the explanation the being stuck inside and could not come out," and "endothelial membrane damaged while removing the icl and lose my vision.